Event description:
On october 12th a laparoscopic cholangiogram catheter with part number pmiorcap20 and lot number 030220401 was tagged as defective after the tip disconnected from the catheter as the surgeon was inserting it in the patients gallbladder for dye infusion for a cholangiogram. It was not reported that the tip was ever loose inside the patient. No harm to patient or complications were reported. No adverse event was reported. The device in question was not returned for investigation. This is the first product problem with pmiorcap20 lot number 030220401. Only one device from the lot of 200 is affected. There have been no similar reports for this lot or this device as a whole. Patient information not available.